Event description:
Litigation papers allege the patient began experiencing unsteadiness, difficulty walking, and "grinding" and "knocking" in her right hip. Additionally, it is alleged she will need to undergo testing and medical monitoring including radiographic evaluation; blood testing, and an MRI.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.